Event description:
It was reported that high impedance was encountered on the patient's vns system on (B)(6) 2015. In that appointment, the normal mode current programmed to 0ma. No surgical intervention has occurred to date. No additional pertinent information has been received to date.